Event description:
Reportedly, dr. (B)(6) called a sales resp, that he has a patient with paradym vr device, that he can not interrogate anymore. They have tried 3 different programmers (orchestra plus and smarttouch) on 2 outpatient clinics with the same result- on the wand only orange led lit. The doctor told the device was implanted in 2015 (exact date was not specified). During the last follow up - one year ago the battery voltage was 2,94 v. The paradym vr (B)(6) was explanted on (B)(6) 2025. During the reintervention, the rv lead (biotronik) impedance was measured > 4000 ohms with the psa; coils were measured at 389 ohm for rv, and 438 ohm for svc. On the fluoroscopy there was no visible problem with the rv lead, also the part visible during the exchange had no visual anomaly. This lead could not be removed and was left in the patient body.

Manufacturer narrative:
Please refer to the attached report; the expertise of the returned ICD didn¿t reveal over-consumption. The root cause could not be determined with certainty. Further investigations are ongoing at the battery manufacturer level.

Event description:
Reportedly, dr. (B)(6) called a sales resp, that he has a patient with paradym vr device, that he can not interrogate anymore. They have tried 3 different programmers (orchestra plus and smarttouch) on 2 outpatient clinics with the same result- on the wand only orange led lit. The doctor told the device was implanted in 2015 (exact date was not specified). During the last follow up - one year ago the battery voltage was 2,94 v. The paradym vr (B)(6) was explanted on (B)(6) 2025. During the reintervention, the rv lead (biotronik) impedance was measured > 4000 ohms with the psa; coils were measured at 389 ohm for rv, and 438 ohm for svc. On the fluoroscopy there was no visible problem with the rv lead, also the part visible during the exchange had no visual anomaly. This lead could not be removed and was left in the patient body.